Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the photograph revealed a ruptured bladder. The reported condition was confirmed. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was made between 05/01/2013 and 05/02/2013. A photograph of the sample is available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.

Event description:
It was reported that a small volume folfusor had a bladder rupture. There was no patient involvement. Additional information was requested and is not available.